Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be determined. Based on the results of the investigation, olympus confirmed foreign material came out of the device. Regarding the image issue, the most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that gastrointestinal videoscope had no image and white residue in the air/water channel. There was no patient involvement.